Event description:
It was reported that the customer had blood glucose levels ranging from 52mg/dl to 500mg/dl. It was also reported that the customer received a button error alarm. Customer's blood glucose level at the time 402mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump passed functional testing. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was received with cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.